Event description:
It was reported that an abscess occurred. Obsidio was used in an embolization procedure to treat a bleed in the retroperitoneal space. The standard delivery method was used to deliver the obsidio to the target location. An infection was noted in a vessel in the retroperitoneal space, resulting in an abscess.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.